Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 78cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31-jul-2019. It was reported that advancing difficulties and shaft kink occurred. The target lesion was located in a tortuous and calcified vessel. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilation. During procedure, it was noted that high resistance was encountered during advancing and shaft was kinked. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a shaft detachment/separation.